Event description:
Reportedly, valve explanted after 6 months due to aortic insufficiency. Patient also had tricuspid insufficiency. Patient expired, death not device related per dr office. No further information available.

Manufacturer narrative:
Device not returned.